Manufacturer narrative:
The suspect ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported complaint was confirmed and duplicated and the root cause identified as pressure transducer failure.

Manufacturer narrative:
(B)(4). The customer was requested to return the suspect device for investigation. At this time, the device has not been received by vyaire and an evaluation cannot be completed.

Event description:
A customer reported to vyaire that their vela ventilator generated xdcr fault (transducer fault) alarms. The customer reported that there was no patient involvement associated with the event.